Event description:
Complainant alleged that during biomed testing a battery was unable to be seated appropriately to power the device on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded indicating the device has been repaired and is back in clinical use and the replaced parts were scrapped onsite.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.